Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain 7 of 7. The caregiver (cg) indicated that the home patient (hp) disconnected to use the bathroom without following proper disconnect procedures, and then reconnected. The technical service representative (tsr) determined that the hp did not press stop before disconnecting. The tsr instructed the cg to cycle the power on the hc in order to clear the alarm. The tsr instructed the cg to start over with new supplies or have the hp finish the therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.